Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent urethrolysis, excision of mesh sling, laparoscopic retropubic dissection, revision of posterior colporrhaphy, revision of colpopexy and lysis of severe bowel adhesions on (B)(6) 2014 due to sling complications with pain at the mesh site. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent cystourethroscopy, excision of vaginal lesion and posterior colpoperineorrhaphy due to symptomatic sui, vaginal apical lesion, and rectocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 04/27/2020. Corrected information: manufacturing site name.